Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported that the patient¿s pump device was removed three years ago due to infection. Further information was not provided and no further complications were reported/anticipated or expected.